Event description:
It was reported that the patient presented to the emergency room with syncope due to fracture of the right ventricular (rv) lead. The lead also had high impedance and there was loss of capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented that the distal conductor electrical continuity test failed. Concomitant medical products: 310c29 tissue valve, implanted: (B)(6) 2011. (B)(4).